Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were pushed into a swimming pool while they were wearing their insulin pump. The patient's blood glucose at the time of incident is unknown. The device was submerged in water and obscured the screen. However, the insulin pump remained functional. The device then stopped working completely the following morning. During troubleshooting the customer confirmed that there was water under the lcd display. The screen was foggy and the customer was unable to resolve the blank display anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.